Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the device was implanted via v-p shunt, the initial setting pressure was 120mmh2o. After the implantation, the patient had od like headache. Since the pressure could not be changed, the device was replaced with the same product 82-3100. The ventricular catheter was not replaced. The setting pressure at the time of the revision was 1400mmh2o.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it was noted that the valve was returned with the distal connector cut off from the valve. The connector was not returned. An occlusion was noted within the valve. No occlusions were noted in the catheter. No leaks were noted. The device was tested for programming and failed the test. The cam moved only between 30 and 40mmh2o. The valve was pressure tested at 30 and 40mmh2o and passed the test. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.